Manufacturer narrative:
Additional information was received that the revision was due to lead migration. During the revision procedure, the physician elected to replace the ipg as the patient had not charged the device as instructed. Device analysis revealed that the ipg passed all testing performed. The device was working as expected. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), precision implantable pulse generator.

Event description:
A report was received that the patient will undergo a revision. The physician recommended that the patient have a paddle lead implanted, however, the reason for the revision is unknown at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: enh st ld kit, sc-2218-50.

Event description:
A report was received that the patient will undergo a revision. The physician recommended that the patient have a paddle lead implanted, however, the reason for the revision is unknown at this time.